Event description:
During a routine shift check by a clinician, the device displayed "error 44" and "error 45" messages. Complainant indicated that there was no patient involvement in the reported malfunction.